Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart on the inform system: 39 mg/dl and 65 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.